Event description:
A caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Following instructions from technical support, the caller performed a successful pump reset and started a new sensor session without encountering further errors.